Event description:
The cc1.sb was used as part of the im3.st kit on a pt who presented with subarachnoid hemorrhage. The im3.st was placed on the left side of the pt's skull. The readings from the cc1.sb (oxygen probe) were not responsive to the oxygen challenges. The licox was not placed in a clot. It is possible that there was an ischemic event in the area were the licox was placed. A second licox was placed on the pt's right side. Apparently the pt experienced vasospasms on both sides of the brain. Two deviecs were in place. The licox on the left was reading 18mm and dropped to 0mm with no trending. The licox placed on the left was removed. This device was replaced and was then reading 15mm to 18mm, but the pt experienced a massive stroke and expired. The licox devices were removed and will be returned for evaluation. Additional info was received in 01/2004. The values from the right side were between 15 to 18mmhg. The pt came into the hosp with a subarachnoid hemorrhage, the date of admission is not known at this time. The erractic values did not drop gradually, the value immediately went to zero.